Manufacturer narrative:
Siemens has completed an investigation of the reported event. The root cause was determined to be an individual workmanship error. The investigation of the log file showed that the system was moved manually during the event. On robot axis p1 the system detected an exceeded gear torque indicating a collision of the robot with an obstacle. Further analysis indicated an incorrect system room configuration. To safely operate a robot it is necessary to define movement boundaries. In order to achieve this; geometrical measurements have to be performed on site. Such measurements are stored under "room configuration" within the system. The stored data is used by the stand control unit (scu) which interprets the user actions and issues the movement commands for the robot. In the present case, the distances to the right side wall as well as to the left side wall of the examination room were reversed. Therefore, the collision computer could not predict the collision. The installation instructions for the cse contain proper instructions on how to configure the room size. The operators manual contains adequate instructions for safe manual system movement. The user should ensure that manual system movements are released only if neither user, nor patient, nor third parties nor other pieces of the equipment can be endangered by these movements. The user should monitor the system during manual movements at all times. The service engineer moved the robot arm using the kuka smartpad (service tool) and corrected the geometrical configuration data. Afterwards the system was fully functional. No systematic issue could be identified and no corrective action in the installed base is planned.

Manufacturer narrative:
Exemption number e2017017. (B)(4). Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation.

Event description:
It was reported to siemens that a malfunction occurred while operating the artis zeego system. The user reported that the c-arm hit the wall of the examination suite. There is no report of impact to the state of health of any patient or operator involved.